Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported during routine patient testing, five false positive result with ID now covid 19 assay using a direct nasopharyngeal swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs CT values not provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: investigation: testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1023084 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1023084 , test base part number 190-000 / lot: 1023084. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Replace this last sentence with: abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.